Event description:
The patient had a large disc extrusion the day before the intracept procedure. The patient stayed overnight in the hospital and was experiencing excruciating back pain. The patient was on blood thinners, but discontinued taking them for the disc removal surgery. The patient was already on the schedule to receive the intracept procedure the next day. After the intracept procedure was completed with no issues, the patient started complaining of flank pain. His care team decided to get a cbc panel, results of the patients hemoglobin were down from 12 to 8.5. After that, the patient received an ultrasound of his flank and back muscles since they looked tense. The care team decided to transfuse the patient and the patient felt fine the next day. Patient is happy as their leg pain and back pain resolved. No other issues were noted/encountered by the physician within the procedure.

Manufacturer narrative:
Missing data is due to the fact that the treating physician recently suffered a serious injury during the investigation period preventing follow-up discussions. It is the manufacturer's hypothesis that it is possible the physician may have nicked something, unsure what it was but may have been in the retroperitoneal space. In summary, the patient was previously on blood thinners and physician may have taken the trocar and missed the pedicle and re-directed causing a retroperitoneal bleed due to the lateral approach taken. There are no ultrasound results at this time to detail what was discovered.